Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while customer was in the shower disconnected from the pump . Customer's blood glucose was 131 mg/dl. Customer cleared the alarm after "a few hours". Customer reported that the pump would continue to be used for insulin therapy.